Event description:
An overdose was reported. The patient was admitted to the emergency room (ER) on (B)(6) 2012 and then taken to the intensive care unit (ICU). The patient then had been moved to a hospital room. The pump delivered the drugs morphine and baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709 , lot # j0058170r , implanted on: (B)(6) 2001 explanted on: unknown. (B)(4).

Event description:
Additional information received reported that when the patient was in the intensive care unit, the health care professional "put the magnet over the pump and they took the magnet off" on the date of this report.

Manufacturer narrative:
(B)(4).